Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that there was a missing capacitor component which prevented proper operation.

Event description:
It was reported that the external pulse generator is broken and needs calibration. It was also reported the device was not working properly. No further information was able to be obtained. The device was returned to the manufacturer for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, the case screws were contaminated, two side bails were contaminated, the ring was bent, the battery drawer was contaminated, the keyboard pad was contaminated, and the heart lead flex was contaminated. (B)(4).